Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis, high blood glucose, and dehydration. The blood glucose reading was 756mg/dl. The customer stated her stress level was elevated. Troubleshooting was performed. The programming on the insulin was correct. Reviewed the status screen and the customer was on temporary basal. Checked the basals and it appears that the customer erased the basals. Advised the customer that she is not getting any basal delivery at this time, which could be why she cannot control her glucose level. The customer stated that she may have accidentally erased the basal settings, but she will contact her doctor. No further info was provided.